Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (screeching sound) has been confirmed. As rec'd, the monitor would not power on. During servicing, there was a segmentation fault while performing the flash memory test. The cause of the inability to power on is the flash memory failure. The cause of the flash memory failure has been isolated to flash components (u102 and u105) on the computer analog (ca) board sn (B)(4). The flash memory components had intermittent bga connections. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change (see PMA supplement s039) to reduce the pca strain was approved by FDA on 12/20/2012. Implementation began on 1/21/2013. Results will be monitored. No adverse event resulted from the defective memory. The patient rec'd a replacement monitor.

Event description:
A (B)(6) female patient contacted zoll customer support to report that her monitor was making a screeching sound and went blank. The patient was issued a replacement monitor.